Manufacturer narrative:
This event was reported in error; it was previously reported in MFR report # 1119421-2015-00049. Please disregard this MFR report.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare worker reported an intraocular lens (iol) that was exchanged. The patient was experiencing blurry vision. Additional information has been requested.